Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the tmj devices will be removed and replaced due to the screws loosening and implant not working as expected.

Manufacturer narrative:
Update: h6. The reported event has not been confirmed, even though the surgeon provided the patient¿s CT scan, which based on the engineering department and medical experts did not show any loosening of the fossa bone screws. However, a revision device has been requested for this patient under ID# (B)(4). He device history records (DHR) were reviewed, including the manufacturing documents and inspection specifications. All devices met specifications. Overall, since the surgeon did not furnish additional information and the medical expert confirmed that the patient's condition may be a potential contributing factor for this event, the exact cause remains undetermined.based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that the tmj devices will be removed and replaced due to the screws loosening and implant not working as expected.